Manufacturer narrative:
It was reported that after seventeen days from the date of onset, pd catheter was discontinued and the patient was performing hemodialysis therapy three times a week. Antibiotic treatment was discontinued, however the patient was still hospitalized and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with meropenem injection (1 gram, ongoing, route and frequency were not reported) for the event. One day after the event onset, the patient was treated with vancomycin injection (1 gram, ongoing, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was discontinued for six weeks and the patient was temporarily transferred to hemodialysis (thrice a week). Ten days after the event onset, hemodialysis was stopped and the patient restarted pd therapy. No additional information is available.